Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt is experiencing an over stimulation. The pt also reported feeling a shock when his scs stimulation is in use. A full diagnostic on lead parameters indicated all the contacts had normal impedance values. The pt has not reported any falls or trauma to the ipg implant site. The pt however, has lost weight since the system has been implanted. The pt is working with his physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.